Manufacturer narrative:
Additional information in d9 and h3. During the visual evaluation blood was visible within the dialyzer on the outside of the fibers. A fiber fragment was noted at approximately 270° with the dialysate ports situated at 0° on the noncavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the fiber fragment was confirmed and measured approximately 1 inch in length from the potting surface on the non-cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted on the dialyzer. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak. The number of complaints reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. The production record review showed there were multiple approved temporary deviation notices and one nonconformance in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes nonconformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The dialyzer is available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The dialyzer is available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Correction provided in b3, b5, and d10.

Event description:
A user facility¿s biomedical technician (bmt) reported that a visible internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, did not alarm with a blood leak alarm. The machine was not removed from service following this incident no repairs were made and the issue has not recurred. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.